Event description:
Pt was revised to address loosening to the tibia. Poly wear and osteolysis were noted intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records were not provided. The investigation could not verify or draw any conclusions about the reported device loosening and poly wear; however, polyethylene wear after 14 years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.